Manufacturer narrative:
Date of birth: only that patient's age was provided therefore a default date of birth has been listed (B)(4). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9162533, medical device expiration date: 2020-10-31, device manufacture date: 2019-06-11, medical device lot #: 9259608, medical device expiration date: 2021-01-31, device manufacture date: 2019-09-16.

Event description:
It was reported that an unspecified number of bd vacutainer® barricor¿ lh plasma blood collection tubes experienced underfill or low draw of a tube with blood. Product defect was noted during use. The following information was provided by the initial reporter: material no. 365056 batch no. 9162533 and 9259608. Complaint 2 of 3. It is reported by customer that barricor tubes are not filling. Is the product/catalog number known? 365056. Is the lot number of the tubes that were affected known? 9162533 and 9259608. What specific date did this incident occur? If unknown, state n/a. (B)(6) 2020. Were there any erroneous results reported? If so, no. Are patient identifiers known? If so, please provide (gender, age, dob, weight, etc.) Male patient, (B)(6). What test(s) were run? We use barricor tubes for troponin only. Was the patient redrawn and re tested? Yes.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 20 retained samples were draw-tested from batch 9162533 and 20 tubes from batch 9259608 were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd vacutainer® barricor¿ lh plasma blood collection tubes experienced underfill or low draw of a tube with blood. Product defect was noted during use. The following information was provided by the initial reporter: material no. 365056, batch no. 9162533 and 9259608. Complaint 2 of 3. It is reported by customer that barricor tubes are not filling. Is the product/catalog number known? 365056. Is the lot number of the tubes that were affected known? 9162533 and 9259608. What specific date did this incident occur? If unknown, state n/a. (B)(6) 2020. Were there any erroneous results reported? If so, no. Are patient identifiers known? If so, please provide (gender, age, dob, weight, etc.) Male patient, 57. What test(s) were run? We use barricor tubes for troponin only was the patient redrawn and re tested? Yes.